Event description:
Event description guidant received information that a shorted condition was displayed after shock delvery during a non-invasive programmed stimulation test. During an invasive procedure the lead appeared damaged as the insulation was pulled away from the terminal pin. The device and lead were replaced with a competitor's model.